Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the pt had pci to the left anterior descending (lad) and left circumflex. A non-target lesion in the mid lad was treated first with pre-dilatation and placement of a 3.0 x 12 mm promus stent. Post dilatation was performed using another company's 3.0 x 8 mm balloon, followed by a 3.5 x 8 mm balloon. Post dilatation resulted in a dissection distal to the stent, which was treated with a 2.75 x 12 mm promus stent. Both stents were post dilated again using the 3.0 x 8 mm balloon. Further on in the procedure, a proximal dissection was also noted, and was treated using another 3.0 x 12 mm promus stent, placed in overlapping fashion, with a satisfactory result. The pt was discharged in the next day on aspirin and clopidogrel. No add'l event or pt info is available.

Manufacturer narrative:
The other promus everolimus eluting coronary stent system is being filed under MFR# 2024168-2009-01799.